Event description:
Radial arterial catheter thought to be occluded was being replaced. The sutures securing the cathetter were cut and the catheter was grasped and pulled, but only the catheter's distal hub portion with about 3 mm of proximal tube portion was removed, leaving the remaining proximal tube portion of the catheter within the pt. The pt was sent to the or, where the catheter fragment was surgically removed, with no resultant complications.